Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information from a clinician that this device delivered shock therapy and requested boston scientific technical services (ts) to review remote monitoring data. Ts found that the device recorded a pacemaker mediated tachycardia (pmt) episode in the past. Ts also found the patient had atrial tachycardia and the device had delivered the maximum number of shocks. The clinician also reported that he believes the source of the atrial tachycardia was cocaine usage. This device remains in service. No adverse patient effects were reported.